Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by using the original charging supplies to leave the pump connected to a working outlet, after which the pump began charging and no further assistance was required.